Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the delivery system got bubbles during aspiration. The leadless ipg was attempted/not used and replaced. It was further reported that bubbles were noted during aspiration of the new leadless ipg delivery system however it was successfully implanted. No patient complications have been reported as a result of this event.